Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, phone_control_android, cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, up1a.231005.007.s908usqs7exk9. Cloud - smartphone hardware, sm-s908u. Cloud - cgm sensor type, g7.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed the pod ran for 31 pulses. The pod completed both first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data indicated that the rotational sensor malfunctioned during operation. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. The pod was reset, connected to an unused pdm, programmed to deliver a 5 unit bolus, and deactivated. The rotational sensor abnormalities were replicated in the rerun. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunctions could not be determined.